Event description:
It was reported that the patient received inappropriate shocks. Egms showed noise and led to shocks. A decrease in sensing and an increase in threshold were also observed. Insulation damage was suspected. It was recommended to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.